Event description:
It was reported that the right atrial (ra) lead can't capture at 5v at 2msec. Possible af or oversensing was observed. Impedance measurements were stable. No adverse patient effects were reported. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).